Event description:
It was reported that the insulin gauge was inaccurate and that the touchscreen was intermittently unresponsive. Additionally it was reported the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; cause of dka was not provided. The customer declined troubleshooting with tandem technical support, therefore, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.